Event description:
Customer reported a past high blood glucose event with the highest level displayed as "high," though the specific value was unknown. Cause was not known. To address the situation, the customer administered a correction injection via multiple daily injections. Technical support recommended consulting with a healthcare professional to discuss potential factors affecting blood glucose levels, which the customer understood and acknowledged.